Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that they were receiving a button error on their insulin pump. The customer's blood glucose level at the time of the event is unknown. The customer perceived the event to be caused by sweat. We advised the customer to allow their insulin pump to dry as much as possible to see if they were able to clear the alarm. We also advised them to call the hospital if the pump still wasn't working and then to order a new pump. No further information was reported.